Event description:
It was reported that pump screen went dark and would not turn on, and that pump button was extremely difficult to press and often required multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to press button in a specific way, which temporarily restored display but did not resolve difficulty, so technical support arranged replacement pump under warranty, instructed customer to continue using current pump until replacement arrived, provided guidance on storage mode and returning faulty pump, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.